Event description:
It was reported that (3) tvc55 devices were used during an unknown procedure. It was reported by the rep that premature lock out occurred during first firing of the staples. This happened with two other tvc55 in the same case. The fourth tvc55 was used in the case and it worked fine. There was no consequence to the pt.